Event description:
It was reported that the patient underwent a procedure where two leads has been added for unknown reason. Additional information received that the patient procedure was to improve the coverage.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein two leads has been added for an unknown reason.